Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome ii handpiece had a peeling of the surface coating that was discovered prior to surgery. There was no pt involvement or harm associated with the issue.